Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device issued a temperature alarm before the device turned itself off. The device was replaced. No health consequences for the patient were reported.